Manufacturer narrative:
The ge rep conducted an onsite investigation. The power supply was replaced. The sys was tested and is now operating as intended.

Event description:
The customer reported that the c-arm on the 9800 sys would not lift. No pt injury was reported.